Event description:
I had a partial hysterectomy (B)(6) 2020 in which dermabond was used. Within two days of the surgery each of my five incision sites started itching. The itching progressed to a level worse than that of poison ivy. I was worried my incisions would become infected and the itching prevented me from sleeping, which impeded my post-op recovery. It took three post-op doctor visits ((B)(6) to tame my rashes). I was prescribed triamcinolone acetonide .1% cream, hydroxyzine hcl 25mg tabs, methylprednisolone 4mg tbpk and clobetasol propionate 0.05% gel.